Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the displacement test failed. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error and failed the displacement test due to the motor encoder signal being out of phase.